Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department. The malfunction was duplicated and attributed to the bridge board. The suspect board was returned to zoll medical USA, and found a faulty integrated circuit on the bridge board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.